Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system keyboard was failed and unable to login. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was defective. A field service engineer (fse) shut down the station and replaced the faulty keyboard to resolve the issue. After replacement, the keyboard, including the number keys, was functioning properly. The system functioned as intended after the field service engineer repaired the device.